Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a bubbled downstream occlusion sensor seal and scratched lcd lens. The customers stated problem was not confirmed. The device's delivery accuracy was running at three different tests, all of the tests were found to be over instead of under the manufacturing specifications. Expulsor was trimmed in order to bring the delivery into more nominal of a range. The root cause was undetermined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device has done an under infusion during testing. No patient injury was reported.